Event description:
It was reported that the patient had erosion at the device site. When explanting the device because of erosion, it was noticed that the right ventricular (rv) lead had cracked insulation. Both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).